Event description:
Reporter reports back to back testing with another professional meter while using the inform system with results of 473mg/dl on the other meter and 222mg/dl on this meter (B)(4). Quality controls were run and in range. No adverse event reported. Suspect product was discarded, a replacement of suspect product was sent.